Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited peeling coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "coating on the insertion tube peeled off" malfunction would likely be related to following stress: physical stress such as scratching and bumping the insertion section, chemical stress due to practice of reprocessing unrecommended in IFU (instructions, reprocessing manual), stress of poor storage environment such as storing the device to the direct sunlight, under elevated temperature, under high humidity, under x-rays, and under ultraviolet radiation. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.